Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received pump reset information and assistance from technical support to reset the pump. Following the reset, the malfunction did not recur, allowing the customer to continue using the pump while being advised to report any future issues.